Manufacturer narrative:
The device is not available for eval and investigation. Without the actual sample, a complete analysis cannot be conducted. Info received indicated that pt developed infection. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. The product sterilization was conducted according to international standards. Without the sample, no additional investigation can be performed at this time. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional info becomes available in the future, we will reopen this complaint.

Event description:
Pt developed an abscess after a femoral block. Ind performed.